Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889, serial# unknown, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Trial patient reported not feeling stimulation on any program. The patient did not have therapeutic benefit from device. The patient stated "it might have been placed wrong or moved". The issue was not resolved at the time of this report. Unknown if surgical intervention occurred.